Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable defib lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at follow up after implant, the right atrial (ra) lead appeared to have moved. An xray determined that the ra lead had dropped into the ventricle. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.